Manufacturer narrative:
(B)(4).

Event description:
The patient reported via manufacturer representative (rep) that they were getting the reposition antenna screen on the patient programmer. Repositioning the antenna did not resolve the issue. They were able to communicate using the patient programmer and the clinician programmer. The patient was experiencing pain in the leg and was noted to be a sudden change in therapy/symptoms. The patient noted that stimulation turned off last night (B)(6) 2015.) The implantable neurostimulator (ins) had depleted so the patient charged for four hours; the ins did not increment and was still empty. The patient was going to try to charge today, (B)(6) 2015, and noted having a doctor appointment scheduled for (B)(6) 2016. Indication for use was non-malignant pain. Follow-up was performed to determine what steps were taken to resolve the reported event and outcome. This event will be updated if additional information is received.